Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was observed. The reported complaint was observed on the returned photo. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Provided photo shows an implanted iol (intraocular lens). There is a dark mark/line over the lens optic the origin of the observed dark mark/line cannot be verified from the returned photo and without the evaluation of the physical product. The complainant indicates the use of non-company viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, scratch was found in the optics. The surgery was completed without product replacement. The scratch was under observation. Lens remains implanted in the patient eye. Additional information was received stating lens setting might had caused the scratch. Patient¿s visual acuity was good, and no complaints had been received regarding the scratch.